Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level ranged from 273mg/dl to ¿high¿. Bg level was addressed with a manual injection. During troubleshooting with tandem technical support (cts), it was discovered that cold insulin was used within the cartridge. Cts educated customer on cartridge/insulin labeling. It was also discovered customer was skipping the cartridge air removal step of the load procedure. Cts educated customer on the user guide for removing excess air from the cartridge. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Device not returned.